Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the lot number is unknown. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. The reported worsening mitral regurgitation (mr), tissue damage, and dyspnea appear to have been cascading events of the slda. The reported patient effect of worsening mr, tissue damage, and dyspnea are listed in the mitraclip system instructions for use (fu), and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted flail leaflet of the posterior mitral leaflet. On (B)(6) 2017, two clips (70823u296, 70621u142) were successfully deployed, reducing mr to 1. On (B)(6) 2020, the patient returned with dyspnea and one clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), worsening mr to 4+ and tissue damage to the posterior leaflet. It is unknown which of the two clips became the slda, but the other clip remains stable on both leaflets. The physician stated the slda is due to pre-existing patient anatomy, pml flail. The patient was readmitted and underwent a second mitraclip procedure for additional treatment. Two clips were implanted reducing mr to 2.there was no clinically significant delay in the procedure. No additional information was provided.